Event description:
Patient experienced an unusual infection after an acl procedure using these items. Additional information reported that the bacteria was identified as c.albicans. Patient underwent 2 more or procedures 6 months of antibiotic therapy. Graft was from a donor, investigation revealed no contamination. Infection was established on the right side of the repair. Patient was male.

Manufacturer narrative:
(B)(4).